Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap extended life pd transfer set separated from the titanium adapter and leaked. The ¿nurse found that the gap between the titanium metal connector and the mini-infusion tube was still large, and there was fluid exudation when tightened.¿ two days after the event, the patient presented to the hospital and was diagnosed with peritonitis manifested by turbid pd fluid. The cause of the separation was not reported. The patient was treated as an outpatient with unspecified antibiotics for the peritonitis. The transfer set was replaced, and the titanium adapter remained in use. At the time of this report, the patient outcome and action with pd therapy were not reported.  No additional information is available.

Manufacturer narrative:
H10: the actual device, a video and picture were received for inspection. Visual inspection did not observe the reported condition. Functional, leak, clear passage, integrity and clamp function testing were performed with no observations noted. The reported condition was not verified. As per the digital video provided by the customer, a leak was observed around the patient adapter component and the titanium adapter connection. There also appeared to be a substance on the threads that could possibly be contributing to the leak. The titanium adapter was not returned with the transfer set and could not undergo device evaluation.